Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 6.0, lab: 2.1. Date: 2009, inratio: 0.8, lab: 2.1.

Manufacturer narrative:
In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 6.0, lab: 2.1, mean: 4.05, confidence limits: 2.4-6.1. Date: 2009, inratio: 0.8, lab: 2.1, mean: 1.45, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both tests fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Unable to perform retained strip test due to unknown strip lot number on the event details and meter is not expected to return. No further investigation is possible.